Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On april 17, 2025, it was reported that the patient was prescribed amoxicillin 1000 mg and mupirocin cream for reddishness and discharge in the stoma area.